Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that, during a postoperative examination, the light adjustable lens (lal) was observed to have a visually significant scratch that was believed to have occurred during implantation. The lal was subsequently explanted and replaced with an intraocular lens from a different manufacturer. No additional information is available at this time.